Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues or damage with the crimped stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A 3mm longitudinal tear on the outer shaft, distal to the port bond skive was found during visual analysis. The damage evident to the outer shaft is consistent with excessive manipulation of the delivery catheter while attempting to advance the device over the guidewire during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 31-aug-2015. It was reported that difficulty tracking the stent delivery system (sds) over the wire occurred. After a guide wire was placed in the non-calcified coronary artery, a 24x4.00mm promus premier tm stent was inserted onto the guide wire. However, resistance was encountered and the promus premier tm stent was unable to advance. The procedure was completed with a 3.5x24mm non-bsc stent. No patient complications were reported and patient's status was good. However, returned device analysis revealed longitudinal tear of the outer shaft.